Event description:
It was reported that the fan on the programmer was extremely loud and the back compartment door needed repair. It was also noted that the cord on the radio frequency (rf) programmer head needed to be checked. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported rf (radio frequency) head cable issue; no fault found with rf head cable. Rf head passed all functional tests and was physically ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).